Event description:
It was reported to the manufacturer by the end user, per the end user, facility is stating that the patient reached for the remote, and slipped out of bed. No injuries were reported. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.